Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to no move the filter turret to specified position because the emergency light cable caught the filter turret. And why the light cable caught the filter turret, because the emergency light cable support might have worn and damaged due to repeatedly long-term use passing more than 12 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that no light came out from the subject device and the front panel of the subject device was blinked at the preparation for use. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device and found that the examination lamp worked properly but the examination light was not emitted and the front panel was blinked. Oekg also found that the cables of the emergency lamp blocked the movement of the filter turret which might have caused the reported issue. It was also found that the cables support was broken and the cable of the diaphragm was worn. There was no report of patient injury associated with this event.